Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra easy meter was reading inaccurately high compared to another meter (onetouch select). The complaint was classified based on customer service representative (csr) documentation. The patient stated that they first became aware of the issue on (B)(6) 2018, alleging that they obtained an alleged inaccurately high blood glucose result of ¿5.6 mmol/l¿ on the subject meter compared to ¿3.9 mmol/l¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that they manage their diabetes using insulin (self-adjuster), and that she administered 4 units of insulin as per normal dose. The patient alleged that at midnight, they developed symptoms of ¿tremor and dizziness¿ that they self-treated by drinking some juice. At 00.24 am a blood result of ¿4.2 mmol/l¿ was obtained on the subject meter and ¿3.9 mmol/l¿ on the other meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted that a control solution test was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.